Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had audio anomaly. The customer's blood glucose level was unknown at the time of incident. The customer stated that they get an alarm and it did not vibrate or beep. Customer reported they did not hear beeps when audio volume settings were saved. Advised that the insulin pump will need to be replaced and to revert to backup plan. The insulin pump will not be returned for analysis.